Event description:
The customer contact reported the device did not deliver concurrently. The pump was returned to the biomedical engineering department with an unsigned note that stated, "nitro on primary, ns on secondary and concurrency violation. Nitro main ns secondary, ran for awhile ok on concurrent, but when on piggyback, stopped without alarming". No specific patient info or pump programming was provided. The customer contact stated, "nurse tried multiple ways of programming the device to get it to infuse" but the device would not deliver concurrently. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.